Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4) displayed user advisory (ua) 12 (lifeband not present)" error message was confirmed during the functional testing and based on the review of the archive data. The root cause of the reported complaint was that the switch lever was non-parallel to the switch case caused by loose screws on the belt clip switch case, likely attributed to normal wear and tear. The autopulse platform was manufactured in may 2018 and is 4 years old. During visual inspection, the front enclosure was observed damaged, unrelated to the reported complaint. This observed physical damage possibly resulted from harsh impacts and/or user mishandling. The damaged front enclosure was replaced to address the issue. In addition, unrelated to the reported complaint, the head end of the lifeband band clip was noted inside the platform driveshaft likely as a result of user mishandling. The broken piece of the band clip was removed to allow the placement of the lifeband. The archive data indicated several (ua) 12 messages, thus confirming the customer's reported complaint. The autopulse platform failed initial functional testing due to (ua) 12 displayed upon power on. This advisory message will prompt the platform to display the "pull up lifeband, check patient alignment and press restart" message as reported by the customer. The band clip retention check was performed using a standard belt clip tool and confirmed that the switch lever was not parallel to the switch case due to the loose screws, thus, confirming the customer's reported complaint. The screws were torqued, and the switch lever was adjusted parallel to the switch case to address the (ua) 12 message. During servicing of the autopulse platform, the encoder spool shaft slot was noted to be damaged (chipped) on one side, unrelated to the reported complaint. The root cause of this damage could not be determined. As a result of the noted damage, the driveshaft lock pin was unable to lock securely, and the encoder shaft could rotate freely in one direction. The integrated encoder gearbox was replaced to address the issue. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number 34285. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a patient in cardiac arrest. The cardiac arrest was not witnessed. The cardiac arrest was due to hanging. The patient was in cardiac arrest for 20 minutes before receiving the first CPR. The manual CPR was performed by the bystander for 10 minutes, followed by the responders for 1 minute before the patient was placed on the autopulse platform. The autopulse platform displayed a "pull up lifeband, check patient alignment and press restart" message after performing 2 compressions followed by the user advisory (ua) 12 (lifeband not present) error message. The autopulse lifeband (lot # unknown) was reset twice and the patient adjusted, however, the platform would stop after several compressions. In addition, the autopulse lifeband locking tab had broken off and prevented the hinged belt guard of the lifeband from snapping in place to the autopulse platform. The crew immediately performed manual CPR for 20 minutes. However, return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead by the ambulance medic. Per the reporter, the patient's death was not related to the autopulse platform. Please see the following related MFR report: MFR # (B)(4) for the lifeband.